Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation longevity of the battery was less than expected. Review of the battery voltages confirmed normal drops in battery depletion. It was noted that previous estimate of the battery voltage was not accurate. The patient was stable and will continue to be monitored with routine follow-up.